Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2018 for a blood glucose value of 800 mg/dl. Leading up to the hospitalization, the customer had been experiencing blood glucose values in the 300 mg/dl and 400 mg/dl ranges since (B)(6) 2018. The customer was using the insulin pump within 48 hours of the hospitalization; however, the customer was disconnected from the insulin pump and given manual insulin injections. Medical staff discovered that the insulin pump was not delivering the amount of insulin that the device itself had calculated. Troubleshooting did not occur. The reservoir will not be returned for analysis.